Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please clarify, was the sterility of the product found to be compromised? Didn't think sterility was actually compromised as the clear plastic film remained sealed, however the product couldn't be used without having to cut open with scissors which shouldn't happen. When the scrub nurse would peel open the packaging the clear internal plastic film remained sealed shut. Device return status? The device is available to be returned for evaluation. Investigation summary: 12 pouches of surgicel with tyvek of product code 1901gb and lot number 3903676 were received for evaluation. The product was decontaminated and well. The received device was manipulated and was not in its original packaging (the box was not present). There was one pouch, with the tyvek wrapper inside. The foil packaging has been separated in two layers: the upper layer in aluminum and the second layer in plastic. Another pouch has been partially opened and it was observed the two layers were also separated. On the other 10 pouches, some creases were visible on the internal part of the foil. The defect on device seen during the product evaluation is aligned with the defect described in the event. Nevertheless, the defect identified is not linked to a manufacturing issue. Additionally, it was observed on an expired product. Five pictures of surgicel pouch with tyvek of product code 1901gb and lot number 3903676 were received for evaluation. Pictures show both faces of pouch, with the expiry date on the 30 nov 2020. On the opened pouch photo, it can be observed that the aluminum layer of the pouch got separated from the plastic layer. The tyvek is however still packaged. The defect on the device seen during the product evaluation is aligned with the defect described in the event description. Nevertheless, the defect identified is not linked to a manufacturing issue. Additionally, it was observed on an expired product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. There was an issue with the packaging. No adverse patient consequences were reported. Additional information was requested.